Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a scheduled procedure, the physician attempted to deploy the helix for the right ventricular lead two separate times. Both times, a very small current of injury pattern was noted, and the second time there was no capture. It was noted that the torque was not being transmitted down the lead adequately to deploy the helix. The lead was removed and replaced. The patient was in recovering condition.